Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet after placement, and when the user reentered sensor code 9047 the ilet indicated the code was incorrect; the user chose to replace the sensor, and pairing subsequently completed with guidance, with blood glucose unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included real-time troubleshooting to toggle the dexcom g7 connection and reenter the sensor code, review of device alerts, and confirmation of successful pairing on the ilet. Investigation of this case revealed a pairing failure between the cgm and the ilet with no identifiable device malfunction and resolution achieved through user-led sensor replacement and re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing difficulty with the cgm code entry that resolved with standard troubleshooting.